Event description:
It was reported that this right atrial lead exhibited noise, oversensing, high pacing thresholds and high out-of-range pacing impedance measurements. A lead fracture was suspected. Subsequently, the lead was capped and a new lead was placed. No additional adverse patient effects were reported.